Event description:
An operative report was received at manufacturer that reported a patient's vns was explanted related to a lead fracture. During generator replacement surgery for end of battery life a lead break was visualized by the surgeon. Prior to surgery the patient had complained of a "sensation in chest area suggestive of current leak. Some evidence of the plastic sleeve being disrupted was noted on the lead. Further dissection was done and it was noted the lead had a break, severed below the clavicle." The lead was explanted and another lead will be reimplanted again at a later date on the right side. The patient's neurologist reported that the patient's lead issue with her vns was related to blunt trauma when she had a heavy bookcase fall against her chest wall while she was attempting to move it. Reported "she told me she had no problems before the trauma and had pain immediately afterwards. The blow was severe enough to tear the battery pack loose from it's attachment to the chest wall and also damage the electrode by severing it at the level of the clavicle. Good faith attempts have been made for product return and thus far no product has been returned.

Event description:
The patient's last known neurologist reported that the patient has not been seen in over five years and that at the last visit the patient had not been explanted. No additional relevant information has been received to date.

Event description:
Operative notes dated (B)(6) 2008 reported that the lead was explanted, and the generator was not explanted at that time. The physician reported that at the time of the patient's last visit, her vns (lead) had been explanted.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report did not provide the operative note details. The supplemental report #2 inadvertently reported that the physician indicated that the patient had not been explanted.

Manufacturer narrative:
Device malfunction occurred, lead discontinuity seen in operating room by surgeon.

Manufacturer narrative:
Review of the available programming and diagnostic history. Describe event or problem, corrected data: the initial manufacturer report incorrectly reported that the generator was explanted.

Event description:
Additional information was received indicating that the vns patient¿s generator was not explanted on (B)(6) 2008. Only the lead was explanted at the time due to a lead break. Review of the available programming and diagnostic history confirmed that the generator was not explanted and showed normal diagnostic results through (B)(6) 2007.